Event description:
It was reported that during testing, a pump exhibited a double beep no cassette alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed no labels were missing. The device had a scratched screen but was in good condition. During functional testing, the reported complaint was duplicated. The moment the device was powered up, the device started double beeping. Root cause was found to be the downstream sensor. Downstream sensor was replaced.